Event description:
Customer reported via phone call that earlier the customer passed out with blood glucose readings of 32 mg/dl and the paramedics were called. Customer was treated in the ambulance with glucose. Customer's blood glucose reading at the time of the call was 99 mg/dl. Displacement test was performed and customer received a motor error alarm. Customer does not use the sensor feature and they were able to complete the rewind sequence. Advised customer to revert to a back up plan and that the device will be replaced.

Manufacturer narrative:
Unit failed displacement test (56.6 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform functional test due to motor anomaly. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker.